Event description:
It was reported that during the pacemaker changeout procedure, the set screw can't be loosened. The pacemaker was explanted, and the procedure continued with the new device implanted. The patient was stable throughout the procedure.